Event description:
It was reported that the programmer exhibited autonomous cursor movement after the software update. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment programmer exhibited autonomous cursor movement. Autonomous movement of the cursor or autonomous activation of on-screen features was observed during the incoming inspection. The log files could not be retrieved due to a defective hard disk drive(hdd) it was noted that a system error occurred during the bootup sequence and the floppy drive was defective, unable to read any floppy disks.. Additionally, it was noted that the left and right sides of the keyboard rail assembly cover were broken, and the paper tray was damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.